Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as improper hand washing and "hand change" technique. The patient was not hospitalized for the event. The patient was treated with reflin (dose, duration, route, and frequency not reported) for the peritonitis event. Dianeal therapy was ongoing at the time of this report. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.